Event description:
While using the altrus hand piece, the surgeon was having difficulty achieving a complete seal. He stated that the tissue would still bleed after he would activate the seal function. The surgeon had to use sutures to control the bleeding.

Manufacturer narrative:
The user had thrown the device away after the procedure and conmed was unable to complete an evaluation to determine the root cause of the reported malfunction. As the surgeon had to use sutures to correct the situation, conmed is filing this event to make the FDA aware of this adverse event. Conmed understands the severity of this situation and will monitor complaints of similar nature. Conmed will also attempt to obtain devices involved in similar situations to better understand the events.